Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic reading issue was reported with the adc meter. Customer received unspecified varied results on the adc meter within 10 minutes and experienced symptoms described as sweating and dizziness. Customer had contact with paramedics who administered insulin via intravenous infusion for treatment of diabetic ketoacidosis. Customer was transported to a hospital, however no additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the meter. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the optium xceed meter, no trends were identified that would indicate any product related issues. Dhrs (device history review) for the precision strips was reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed if the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
An erratic reading issue was reported with the adc meter. Customer received unspecified varied results on the adc meter within 10 minutes and experienced symptoms described as sweating and dizziness. Customer had contact with paramedics who administered insulin via intravenous infusion for treatment of diabetic ketoacidosis. Customer was transported to a hospital, however no additional treatment was reported. There was no report of death or permanent impairment associated with this event.